Event description:
The manufacturer received an allegation that a ventilator inoperative condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An ventilator inoperative error occurred due to the machine flow sensor drifting above specifications.